Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 611.105.01s, lot: 1l86327, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: 15.oct.2018, expiry date: 01.oct.2028. A DHR review for sterility will not be done, as the complaint is about a broken device. Part: 611.105.01, lot: p315879, manufacturing site: USA, manufacturing location: supplier - rti surgical / inspection, packaging and release by: monument, part number: 611.105.01, 1.7mm cocr cable with ti crimp 750mm , lot number: p315879 (non-sterile), lot quantity: (B)(4), release to warehouse date: 21-sep-2018. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns039781 rev f met all inspection acceptance criteria. Certificate of conformance received from rti surgical dated 10-sep-2018 was reviewed and determined to be conforming. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the cable and crimp assembly was received at the us cq broken and shredded. The crimp was attached to a short length of wire with the other end having been twisted and broken. The crimp has several relatively deep scratches. The cable at the crimp is frayed from a mostly clean cut with only two (2) strands left intact. No other issues could be identified with the returned portions of the device. A device failure was identified. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown, however the broken condition is most likely due it being cut by the surgeon in order to remove the broken nail. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the devices at manufacturer's site it was identified that one of the cerclage cables is broken. Concomitant devices reported: tfna helical blade (part# 04.038.300s, lot# h278155, quantity 1), locking screw (part# 04.005.532s, lot# 9663147, quantity 1), locking screw (part# 04.005.532s, lot# l786715, quantity 1), cerclage cable (part# 611.105.01s, lot# 1l86327, quantity 1). This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Event year is reported as 2019, however exact date of postoperative cable breakage is unknown. Original event reported 10 may 2019; cable determined to be broken on (B)(6) 2019 during product receipt for investigation. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the patient reported pain due to a broken trochanteric femoral nail advanced (tfna) nail on (B)(6) 2019. Initially, the patient underwent an open reduction internal fixation (orif) with tfna long nail for femoral subtrochanteric fractures with two (2) cerclage cables on (B)(6) 2019. After a month, a partial and full weight-bearing was permitted. Unfortunately, the patient reported pain and unable to walk. Thus, an x-rays were taken on (B)(6) 2019 wherein the nail had broken at the blade hole of the nail. On (B)(6) 2019, the implant removal surgery was performed under general anesthesia. During the reoperation, the surgeon used reamer / irrigator / aspirator (ria) to ream the affected area and the patient¿s ilium was grafted. Smith & nephew¿s product (intertan) was used to fix the bone. The surgeon commented that there was a bone defect at the medial side of the bone. Due to this condition, an excessive load might have been applied to the nail and the timing of starting weight bearing should have been considered further. Patient status is unknown. Concomitant devices reported: tfna helical blade (part# 04.038.300s, lot # h278155, quantity 1), locking screw (part # 04.005.532s, lot # 9663147, quantity 1), locking screw (part # 04.005.532s, lot # l786715, quantity 1), cerclage cables (part # 611.105.01s, lot # 1l86327, quantity 1). This is report 1 of 2 for complaint (B)(4).